Manufacturer narrative:
No product or photo was returned by the customer. The customer complaints of unable to flush and the the set disconnected could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that would not prime and/or was leaking.